Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the last check up, the patient's ins battery voltage level was read at 2.86v, and 2 weeks later, it went down to 2.85v. Yesterday, the patient saw that the voltage went up to 2.92v, and remained at 2.92v when they checked it today. The patient indicated that the increase in voltage was not something they expected, which prompted the patient to call ps to confirm whether the fluctuation was normal. The patient did confirm that their dbs was turned off on (B)(6) during an appointment with their neurologist for botox. The patient did not indicate that therapy remained off since that time. The patient was redirected to their healthcare provider to further address the issue.